Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that during drain 5 of 6 a draining slowly message was encountered. During treatment complete when the cassette was removed from the cycler there was fluid found leaking from inside of the cassette door. In a follow-up, a pd nurse verified that there was no harm, adverse event or intervention due to the fluid leak. The patient is still using the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that during drain 5 of 6 a draining slowly message was encountered. During treatment complete when the cassette was removed from the cycler there was fluid found leaking from inside of the cassette door. In a follow-up, a pd nurse verified that there was no harm, adverse event or intervention due to the fluid leak. The patient is still using the same cycler.

Event description:
A peritoneal dialysis (pd) patient's daughter reported that during drain 5 of 6 a draining slowly message was encountered. During treatment complete when the cassette was removed from the cycler there was fluid found leaking from inside of the cassette door. In a follow-up, a pd nurse verified that there was no harm, adverse event or intervention due to the fluid leak. The patient is still using the same cycler.